Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed several tests during pre-use check. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the pressure transducer test, flow transducer test and patient circuit test failed as well. The pressure transducer printed circuit board (pcb) has been identified as defective. The issue was decided to be reported as a defective pressure transducer pcb may lead to high pressure. There was no patient involvement. The root cause to the reported issue has not been determined.

Manufacturer narrative:
Device related data quality updates only. A correction of fields # d1 brand name and # d4 version or model # were required. D1 brand name previous brand name: servo-s, corrected brand name: servo-s base unit d4 version or model # previous version or model #: servo-s, corrected version or model #: 6640440. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).